Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that golvo 8008 had a lift sling disengaging from the loop at the top right corner. This occurred during patient use. There was no patient/user injury or medical intervention with this event.

Manufacturer narrative:
It was reported that the service technician inspected the lift and found that the plastic belt guide was partially coming out with may indicate incorrect use of the lift. This belt guide had been preplaced in 2025. It was noted that the slingbar latches were missing. How the sling loop came loose remains unclear. The lift was recommended to get replaced due to being older than 10 years; technician resolved the issue by removing lift from customer site. The cause of the event was determined to be by incorrect use of the lift. Based on the inspection details provided by the distributor, it is reasonable to conclude that it was likely due to use error/misuse of the device (incorrect attachment of the sling to the sling bar, and/or improper servicing maintenance), which likely caused the loop of the sling to become loose from the bar/lift subsequently allowing the patient to slip out. If this type of event were to recur and a patient were to fall/drop from a significant distance and land on a hard surface, it would be likely to cause/contribute to a serious injury.